Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd luer-lok¿ disposable syringe there is a scale marking issue, markings are misaligned and unreadable. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR review for batch 7207888 (p/n 309628): manufacturing date: 08/23/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7207888 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. CAPA not required based on severity and occurrence level defined for this complaint.